Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred, which customer acknowledged and understood.